Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis of the catheter revealed coring/tears/cuts in the seal of the pump connector, which was due to the outlet port and not use-related.

Event description:
It was reported that the patient's pump system was removed.

Manufacturer narrative:
(B)(4)